Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 05/31/2019. Device returned to manufacturer: yes. Device evaluation: the returned sample was received at site with original packaging (folding carton). A visual inspection and evaluation using magnification. After the inspection the following were the findings: residues of viscoelastic material was observed on cartridge and, lens stuck. No assembly error was observed in the preloaded device related to manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Therefore, the complaint issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed no additional complaint for this production order number has been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that preloaded intraocular lens had unfolding issues. The lens was implanted, removed and replaced in same surgical procedure. Another lens with same model and same diopter was used as replacement for the patient. There was no incision enlargement, no vitrectomy and no sutures required. Patient was doing good. No further information provided.